Manufacturer narrative:
Report indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event.

Event description:
Attorney reported: in 2002 - the pt underwent surgery to repair an inguinal hernia defect. The pt's hernia was repaired with a small oval kugel patch. Approx three and a half months later - the pt, according to the medical records underwent surgery for recurrent inguinal hernia with displacement of the kugel patch. The pt has suffered and will continue to suffer physical pain and mental anguish.